Event description:
It was reported that the 6800 system power cord has a section of the gray shielding pulling away from the system exposing the shielded wires that are underneath. It was also noted that the system was receiving intermittent "touchscreen failure" messages on the right monitor after boot up. The issues noted did not affect the use of the system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported touchscreen failure message could not be duplicated. As a proactive measure replaced the touchscreen. The system power cable was also replaced. The system was tested and found to be working as intended and placed back into service.